Event description:
Patient was revised to address loosening, poly wear and osteolysis.

Manufacturer narrative:
The products were not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient information. Provided information stated the products may have been placed in unbalanced condition resulting in hyperextension and that the products were not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.